Event description:
After a nonischemic allen's test in the right radial artery an angiocath was used to access the right radial artery. A cope mandril wire was advanced. It briefly met resistance. On attempt to withdraw the wire, the wire uncoiled and could not be freed from what was apparently a small side brach that the wire had entered. Therefore, a second access was obtained below the initial access with a micropuncture kit and a 4-french catheter was placed. Intraarterial verapamil and nitroglycerin was administered, but the wire could still not be extracted as it was now very thin at the point of entry into the skin. Interventional radiology was asked to assist. The 4-french micropuncture kit was switched out to a 5-french sheath, which was placed in the proximal portion of the radial artery. At that point, a terumo wire was advanced into the brachial artery. A kumpe catheter was used and advanced to the point where the cope mandril wire entered the side branch. The terumo wire was manipulated so as to wrap around the cope mandril wire. The cope mandril wire was freed and was extracted in its entirety.